Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and it was observed that the transmitter had no voltage. The shared data log was reviewed and no errors were observed related to the customer complaint. The reported allegation was not confirmed by data, but the data review did confirm a transmitter error alert. A root cause could not be determined. Based on the findings of transmitter error alert, this issue has been upgraded from non-reportable to reportable.